Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Right femoral artery was selected as the access site and has a moderate calcification. It was noted that the puncture was not performed in the inguinal region and had to be performed in the lower abdominal area to bypass calcified regions. During the procedure, right femoral dissection was observed at the puncture site. A significant hematoma had developed; the short sheath was removed; the patient was also developed with hypotension. However, manual compression, vasoactive medication and blood transfusion was required to resolve this event. An alternative access via the left axillary artery was chosen for implantation. Left femoral access was used as contralateral access for the ¿rail¿ technique. During the procedure, the valve was able to be implanted successfully. At the end of the procedure, a stent was implanted in the left axillary artery and there was no clinically significant delay was reported. In the physician's opinion, usage of direct oral anticoagulants (doac's), and the difficultly in access to be the cause of hematoma/bleeding. Two days later, the patient was discharged.

Manufacturer narrative:
Na the device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.